Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) ipg, implanted: (B)(6) 2009.

Event description:
It was reported that there was high thresholds on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.